Event description:
It was reported that, "pt has a gmrs proximal tibia with a mrh femur. She might be infected or the tumor has recurred. The plan is to remove all components or replace the mrh femur to a gmrs distal femur. Surgery on (B)(6) 2012. Pathologist could not come to conclusion. The wound was washed and closed. No implant removed.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: gmrs tibial insert small 24mm, cat #6495-3-024, lot #ld164; description: mrhk tibial sleeve, cat #6481-2-140, lot #law297; description: krh duration bushing standard, cat #6485-2-460, lot #lpta469; description: krh duration standard bumper, cat #6485-4-100, lot #lpta475; description: krh standard axle, cat #6475-3-940, lot #lcfyh. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.